Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was unknown. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk.